Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing during pacing. The patient will be followed-up again in clinic for further analysis and programming changes.